Event description:
The patient reported that they had pain at the implantable neurostimulator (ins) site. It was noted that their ins stuck out more when sitting. The patient first noticed these issues a couple of days prior to the report. The patient had a colonoscopy on (B)(6) 2016 where they laid on their left side. It was noted that the ins was placed in the patient's left buttock. No cautery was used as no polyps were found but it was noted that the patient's colon was twisted. The pain started suddenly after the colonoscopy. It hurt on the side of the ins and all around it and they had constant irritation. They felt anything from dull pain to pain where they would lose their breath. It was also noted that the patient's thyroid was out of "whack" after the colonoscopy. The patient also recently had a cystoscopy to check their bladder and the doctor could see the patient's ins. The patient had an x-ray and the leads looked fine per the x-ray. The ins was still working and the patient was getting relief and symptom control with the ins. The patient's doctor noted that it could be the patient's complex regional pain syndrome settling in the area where the ins was due to the colonoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.